Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu3872 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refu3872) have been reported from the same facility.

Event description:
It was reported a bent bd 3cg wire used during a PICC insertion. During 5 fr double lumen PICC insertion, met resistance with advancing PICC last 8 cm. Multiple efforts and attempts passing PICC catheter to go fully centrally. When 3cg wire withdrawn, last couple of cm tip bent at 90 degree angle and looks fragile. Took this 3cg wire out of procedure and used a new one from a new kit to finish procedure.¿ response received from customer (B)(6) 2022. Was there any patient harm reported? - no.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the stylet was observed to be broken off and missing. A microscopic observation revealed the break site was tapered and uneven with a rough surface texture. A relatively large amount of plastic deformation and some delamination were observed in the tubing of the stylet at the break site. The core wire of the stylet at the break site was observed to be tapered and angled slightly. A slight bend was observed in the stylet between the magnet interfaces just proximal to the break site. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance.

Event description:
It was reported a bent bd 3cg wire used during a PICC insertion. During 5 fr double lumen PICC insertion, met resistance with advancing PICC last 8 cm. Multiple efforts and attempts passing PICC catheter to go fully centrally. When 3cg wire withdrawn, last couple of cm tip bent at 90 degree angle and looks fragile. Took this 3cg wire out of procedure and used a new one from a new kit to finish procedure.¿ response received from customer 01/21/2022: was there any patient harm reported? - no.